Event description:
(B)(4) it was reported by the consumer that the (B)(4) homecare bed hand crank was not functioning properly to raise and lower the unit manually. There was no patient injury reported.